Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device received inappropriate anti-tachycardia pacing (atp) and shock therapy for sinus tachycardia. Shock therapy was exhausted. There were no adverse patient effects reported. The device remains in service.